Event description:
The customer contacted stryker to report that their device displayed a blank screen and a service light. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. After replacing the user interface main flex connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product analyses center (pac) and was not able to duplicate the issue. The cause of the reported issue was isolated to the faulty user interface main flex connector, however further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a blank screen and a service light. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.